Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The procedure treated the 95% stenosed, 20mm long target lesion located in the severely calcified and severely tortuous proximal right coronary artery. Pre-dilation was performed with an unspecified 2.5x20mm balloon and then a 3.5x24mm ion stent was advanced for treatment, but the stent would not cross lesion. Ballooning was then performed with an unspecified 3.0x20mm balloon and the same 3.5x24mm ion stent was re-advanced, but the stent would not cross the lesion. The physician then pulled back the stent delivery system to the guider and elected to remove everything. After removal of the guide wire and the stent delivery system it was noted that the stent was no longer mounted on the balloon. The stent was found in the right iliac artery just above the 6f sheath. While attempting to snare the stent, it migrated to the right profunda artery and another physician was called in who then gained access on the left side of the patient advancing to the right profunda to successfully snare and remove the undeployed stent. The procedure was aborted but the patient was brought back for a successful intervention 3 days later with a 3.5x24mm promus element stent. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)